Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported the insulin pump not delivering autocorrections as expected and the insulin pump was delivering autocorrections when it should not. The customer also reported hearing beeping sounds from the pump with no corresponding indication or alert on the screen. Blood glucose value at the time of event was 16.3 mmol/l. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed, including a self-test and tone test, both of which the pump passed. The customer was advised on the functionality of auto correction boluses, including their limitations, and was encouraged to review pump settings with their healthcare professional to optimize smart guard performance. The customer declined further troubleshooting for high blood glucose and reported no pump errors, physical damage, or exposure to magnets. The customer expressed a loss of confidence in the pump despite the tests. The issue with the beeping sounds was escalated for further investigation. The customer was advised to monitor the pump and call back if the issue persists. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1885.